Manufacturer narrative:
The insulin pump was received intermittent button response due to lcd unlock keypad connector. The insulin pump received with scratched lcd window. The insulin pump was received with cracked reservoir tube lip. The insulin pump was received with scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced and will be returned for analysis.